Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air supplied insufficient due to clogging of the air/water nozzle, air and water nozzles clogged and the draining function reduced, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, and scratches found on tip cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite gastrointestinal videoscope, for air supply and water supply failure. It was reported that the issue occurred during unknown diagnostic procedure and the procedure was completed using similar device. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to the black foreign material that was clogged in the nozzle. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.